Manufacturer narrative:
(B)(4). Conclusion: a representative sample was visually evaluated and it met the requirements.

Event description:
It was reported that a patient underwent a vascular surgical procedure on (B)(6) 2011 and hemostat was used. One hour post operatively, the patient developed skin redness, neck swelling and wheezing. The patient was intubated. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records for the batch number was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a thromboendarterectomy procedure of the right internal carotid artery on 10/24/2011 and an absorbable hemostat was used on the artery. The absorbable hemostat was left in place. One hour post operatively, the patient developed skin redness, neck swelling and wheezing. The patient was intubated and given corticosteroids. The patient is currently doing well and waiting for a coronary artery bypass graft (CABG) procedure. The surgeon opines that there was no surgical reason for these symptoms.